Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 377760, lot# n0037986, implanted: (B)(6) 2005, product type: lead. Product ID: 377860, lot# n0037086, implanted: (B)(6) 2005. Product type: lead.

Event description:
The patient¿s spouse reported that the patient had multiple back surgeries which resulted in complications related to the device and therapy. During one of the back surgeries in 2009, it was noted that the healthcare provider (hcp) moved the lead location while they were ¿cleaning the inside of the spinal cavity". Due to the lead movement, the stimulation from the implantable neurostimulator (ins) delivered to a different location. It was also reported that during the back surgery, the hcp "forgot to unhook the battery" and they ¿fried it¿. The ins was later replaced. Follow-up is not required at this time and there is no further information related to this event. Other relevant medical history includes chronic low back pain.